Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and breast lump. Concomitant products included alprazolam (xanax) since (B)(6) 2017, hydrocodone bitartrate; paracetamol (norco) since (B)(6) 2011 and vitamin d nos (vitamin d) since (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced arthralgia ("knee pain"). In (B)(6) 2010, the patient experienced back pain ("back pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("pain / body aches"), pain in extremity ("leg aches") and myalgia ("muscle pain / general myalgia¿s"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, pain, pain in extremity, myalgia, back pain and arthralgia outcome was unknown. The reporter considered arthralgia, back pain, dysmenorrhoea, myalgia, pain and pain in extremity to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received-case become incident. New event dysmenorrhea (cramping), back pain, knee pain were added. Event onset date was added. Concomitant drug and medical history was added. Lab data was added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.